Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2007 due to stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2011 due to mesh exposure in the left sulcus. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent sling revision on (B)(6) 2015 by dr. (B)(6) due to mesh erosion.

Event description:
It was reported that the patient underwent sling revision on (B)(6) 2015 by dr. (B)(6) due to mesh erosion.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2015 by dr. (B)(6) at (B)(6) health system.